Event description:
The patient was hospitalized for a basilar artery stenosis on (B)(6), 2012. At that time the posterior communicating artery (pca) was open as seen on images. The patient's basilar artery was occluded on (B)(6), 2012. The penumbra reperfusion catheter 041 was used to aspirate the clot in the basilar artery. At that time, a contrast run revealed that the left and right pca were not clearly visible. A balloon catheter was used to dilate the stenosed basil artery. A contrast run revealed that the basilar artery was partially opened. However, the right pca revealed an occlusion. They attempted to use the penumbra system reperfusion catheter 032 open the pca. It ws not successful because the guide wire could not reach the level of the pca. A reperfusion catheter 041 was then advanced to the pca using a coaxial technique. However, the catheter was too short to aspirate the distal region of the clot. The procedure was finished because the reperfusion catheter 041 was nearly the same size as the basilar artery. The physician commented that it is possible that the reperfusion catheter 041 pushed clots into the basilar artery and pca or that part of the atherosclerosis in the artery was scattered by the balloon catheter.

Manufacturer narrative:
Emboli is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reveiwed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital